Event description:
It was reported that the customer's insulin pump alarmed no delivery. Troubleshooting was performed, and insulin did exit during the fixed prime. Performed the high pressure test and passed. Assisted the caller to run the displacement test and failed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.